Manufacturer narrative:
The device received with blank display due to moisture damage at electronic assembly. Unable to verify pump error 35 due to blank display noted. Insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Event description:
Clarification received that the error alarm that the insulin pump received was a motion sensor test failure alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with the insulin pump error. The blood glucose was 8.7 mmol/l at the time of the incident. The customer also stated that, the back side of the insulin pump was cracked. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will not be returned for analysis.